Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00043. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00043. (B)(4). Concomitant medical products: sheath introducer (4fr); guidewire (meister, asahi intecc); guiding catheter (4fr contrast catheter) ;y connector (terumo). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the procedure resistance was experienced between a prowler catheter and competitor¿s guide wire. The procedure was coil embolization for stenting at the rt internal iliac artery. The patient¿s vessel was moderately torturous and mildly calcified. The guiding catheter was accessed to the proximal potion of the target lesion then the guidewire was removed. The prowler select plus (complaint product) catheter was taken out from its case and flushed. The microcatheter was inserted into the guiding catheter and then the guidewire was inserted into the micro catheter. However, there was minor resistance felt at distal side. The wire and the micro catheter were removed. No kink or any damage was confirmed on the catheter. The catheter was flushed again and it was reinserted into the guiding catheter. The wire was reinserted into the catheter but there was minor resistance felt. The catheter was replaced with another prowler select plus. The wire could be inserted into the replaced catheter without any problem. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to (and after) the event. The product is not available for investigation. No further information is available.